Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump's screen had a crack and was discolored. The customer's blood glucose level was 207 mg/dl. Standard troubleshooting was performed. The damage may have been caused by the customer laying on the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with missing segment and partial display due to cracked and bleeding lcd glass. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.